Event description:
The customer stated that the device was reading high blood glucose values all day. They were in contact with the dr and ordered to take insulin. Pt attempted to fast and only ate sweet potato souffle. They went to the ER and their glucose was 40 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. They threw the test strips away. The device was replaced and requested to be returned for evaluation.